Event description:
Device 2 of 2. Reference MFR report # 3006705815-2018-03141. It was reported that the patient's lead had migrated, confirmed by physician via x-ray. In turn, surgical intervention was undertaken wherein the entire system was explanted.